Event description:
It was reported that an infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the full lead was returned, analysis was performed and no anomalies were found. Concomitant: d204trm implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013, 6947m62 implantable tachy lead implanted: (B)(6) 2013, 5076-52 implantable pacing lead implanted: (B)(6) 2013. (B)(4).